Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported the locking arm of the mayfield base unit was "out of round", and it also has slippage of rubber cushion. It is unknown if there was patient involvement, or if the device failure led to patient injury, or surgical delay.

Manufacturer narrative:
Updated field: d4, d10, g4, g7, h2, h3, h6, h10. UDI: (B)(4). The reported complaint was confirmed from the visual evaluation of the returned mayfield base unit (prod ID (B)(4). The unit received without the 6in transitional member. The shock cushion has moved and is impeding 6in transitional from going into handle. Device had worn parts. Replacements, repair and pm is required at this time. The observed condition is likely caused by wear and tear / improperly handling of the device. This device exceeds its expected life of 7 years (manufactured in 2011). The definite root cause cannot be reliably determined.

Event description:
N/a.